Manufacturer narrative:
Exemption number: e2015015.

Event description:
Rp.(B)(4) - the dentist reported that 20 days after the dental implants was installed in intraoral regions #21, it was verified its non- osseointegration. Twenty ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type ii and immediate load was not performed.